Event description:
Hcp reports the pt presented with intermittent pain relief and then withdrawal symptoms. Both a dye study and a rotor study were performed with unknown results. The pump and catheter were explanted and replaced in 2004. The system was returned to the MFR for analysis. A follow up report will be sent when add'l info is obtained.